Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: generalized illness, capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 32-year-old hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of a 330cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient developed a thickened capsule within her right breast. A surgical procedure was performed to remedy the issue by removing the capsule. The description is consistent with capsular contracture, however, no baker grade rating was provided. Additionally, the patient experienced hernia issues, weight loss, gastrointestinal issues, acid reflux, swollen esophagus, face numbness, chronic fatigue, pain, depression, and anxiety. As a result of these complications another surgical procedure was performed. The patient underwent removal and replacement with mentor gel breast implants (B)(6) 2010. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-08802 for the contralateral event.